Event description:
It is reported that the device was implanted in 2005. Fourteens days later, the pt had a supracondylar fracture of the femur. The device remains implanted.

Manufacturer narrative:
Evaluation summary: the cause of the fracture of the femur could not be determined due to insufficient info. No product or x-rays were returned for evaluation. Device history records indicate device manufactured to specification.